Manufacturer narrative:
(B)(4). The reported complaint of system error 7 alarm is confirmed based on photos provided by the customer. The picture of the iabp screen showed a system error 7 alarm displayed. According to the event details, replacing the display head resolved the issue. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, a "system 7 sub 5" error occurred on the iabp. Additional information states that "the patient was scheduled for cardiac surgery the next day and did well post op. The iabp was put in to temporize the patient until surgery could be performed, however due to complications at the insertion site (right femoral artery bleeding), the iabp was removed within an hour of the display issues/console change out. The display issues did not effect the patient fortunately as they were encountered at the same time as another issue which required the balloon catheter to be exchanged at the same time the console was exchanged". Further information states the balloon catheter that was exchanged was also a teleflex catheter and that "the kink in the sheath was caused by manual pressure applied to the area continuously for 30-45mins. It was not a product defect related issue".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, a "system 7 sub 5" error occurred on the iabp. Additional information states that "the patient was scheduled for cardiac surgery the next day and did well post op. The iabp was put in to temporize the patient until surgery could be performed, however due to complications at the insertion site (right femoral artery bleeding), the iabp was removed within an hour of the display issues/console change out. The display issues did not effect the patient fortunately as they were encountered at the same time as another issue which required the balloon catheter to be exchanged at the same time the console was exchanged". Further information states the balloon catheter that was exchanged was also a teleflex catheter and that "the kink in the sheath was caused by manual pressure applied to the area continuously for 30-45 mins. It was not a product defect related issue".